Event description:
A ventilator was returned to the manufacturer for service with allegation that a check circuit alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the flow sensor during testing. The device's sensor board will need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service with allegation that a check circuit alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the flow sensor during testing. The device's sensor board will need to be replaced to address the issue. The device components were returned to philips product investigation laboratory (pil) which confirms the faulty sensor pca from complaint. There is evidence supporting flow sensor output issues in the automated test results. A component of the sensor board is found to be faulty or clogged with environmental contamination causing failures. The pil could not duplicate the error code from service. The suspect active exhalation control module (aecm) operated without any issue or alarm with installation into the trilogy test bed. The pil verified that suspect aecm passed both post testing and bench testing. The pil has determined that the suspected aecm function as designed. The aecm was scrapped.